Manufacturer narrative:
H.6. Investigation: customer returned an image of several safetyglide syringe blister packs. The back side of the packs do not feature the standard labeling information including the lot number printed on this surface. Due to the batch being unknown, no DHR review can be completed. Based on the image received, bd was able to confirm the customer¿s indicated failure of the lot number missing from the syringe¿s blisterpack. Root cause for this defect cannot be determined.

Event description:
It was reported that syringe 0.5ml 30ga tw 8mm bls 400 sg was missing label information. This occurred on 6 occasions. The following information was provided by the initial reporter: no expiration date & lot no.

Event description:
It was reported that syringe 0.5ml 30ga tw 8mm bls 400 sg was missing label information. This occurred on 6 occasions. The following information was provided by the initial reporter: no expiration date & lot no.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/1/2021. H.6. Investigation: samples were received and an investigation was performed. Customer returned an image of several safetyglide syringe blister packs. The back side of the packs do not feature the standard labeling information including the lot number printed on this surface. Due to the batch being unknown, no DHR review can be completed. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.5ml 30ga tw 8mm bls 400 sg was missing label information. This occurred on 6 occasions. The following information was provided by the initial reporter: no expiration date & lot no.